Event description:
There was an allegation of questionable results from the electrolyte analyzer w/o starterkit 9180. The sodium results were 140.9 mmol/l, 120 mmol/l, and 120 mmol/l. The potassium results were 4.4 mmol/l, 3.6 mmol/l, and 4.8 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number was 312 50347 with an expiration date of 12-sep-2025. The electrodes were requested to be returned for further investigation. The investigation is ongoing.

Manufacturer narrative:
After replacing the electrodes, the customer performed cleaning and conditioning procedures. The investigation was unable to determine a specific root cause. The findings were consistent with an issue between the specific core components within the system and an issue with the main instrument's operation.